Event description:
It was reported that bad size sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case broken at front left corner and bottom case cracked at left bracket mounting surface. Right plunger case cracked at top surface. Customers reported issue was not duplicated during syringe test. All the reading were within the required specifications. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced barrel clamp rod, barrel clamp head screw and barrel clamp spring for preventive measure. Performed syringe test and all functional tests which passed.